Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 53 mg/dl. The customer was treated with food. Customer reported that insulin pump received stuck button alarm and customer was unable to clear the alarm. Customer reported that keys were not responding. The insulin pump will be returned for analysis.